Event description:
It has been reported that, during a procedure, the physician could not dislodge the nail from insertion mechanism causing a delay over 30 minutes. The nail was removed and a new one was inserted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Components of insertion mechanismpart no. Description24295 driver bushing24300 target arm471535 driver handle threaded471572 driver bolt